Manufacturer narrative:
The cartridge has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of over 600 mg/dl with symptoms of abdominal pain, extreme thirst, and chest pain. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that the patient remained on the pump following the alleged blood glucose excursion. The reporter stated that the pump's basal and bolus settings were adjusted by the patient's healthcare provider in relation to this alleged blood glucose excursion. The reporter noted that the patient has congenital hyperinsulinism. The reporter alleged that there were multiple loss of prime warnings with the pump. The reporter performed troubleshooting with a customer technical support representative. The pump was able to perform the prime steps without issue after a cartridge change. The reporter stated that they had been improperly storing insulin in the fridge and not letting it come up to room temperature before attempting to use it. This complaint is being reported due to the patient experiencing a hyperglycemic event as a result of the pump losing prime due to the improper storage of insulin.